Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side swelling, heat, pain, and capsular contracture, baker grade IV. Patient's "veins" and "nerves are compressed," has "thoracic outlet syndrome," and "feels dizzy." Patient possibly experienced a "small seroma." Patient has a history of previous implants. The device remains implanted.